Event description:
The customer reported that images from a clinical CT helix head procedure displayed an artifact that appeared as a cerebral infarction (darker area in the left brain), visible in the scan. The radiologist was not certain of the results, due to this artifact being displayed on a prior patient's study. A philips field service engineer (fse) confirmed that there was no rescan performed. The fse reported the results were thought to be a cerebral infarction, but there were doubts and consultation with the hospital's medical physicist decided the scan could be used. The fse reported that there was no unnecessary/inappropriate treatment given to the patient and that the artifact was a darker area in the region of interest. The fse reported the scan images were not rendered non-interpretable.

Manufacturer narrative:
(B)(4). On 13-apr-2015, (B)(6) reported that helical CT head images acquired utilizing their philips brilliance ict system, exhibited a dark shading artifact. The customer confirmed that there were two occurrences of the artifact on separate patients. The first occurrence was on (B)(6) 2015 and is documented in a subsequent complaint. The customer reported that a patient was scanned and the resulting CT head images contained a dark smudge area in the brain. The radiologist felt that the smudge had the potential to be interpreted as a cerebral infarction, but questioned whether it may in fact be an artifact. The radiologist ordered a follow-up CT head acquisition on another scanner to confirm that the smudge was an artifact. The follow-up imaging did not exhibit the smudge artifact and the radiologist confirmed that the dark smudge on the initial images was a smudge artifact. The customer confirmed that there was no misinterpretation or mistreatment as a result of the issue. The customer performed test scans and image quality testing in consultation with the site's medical physicist and determined that the system could continue to be used clinically. The customer then was monitored for recurrence of the artifact. The second occurrence was on (B)(6) 2015 and is documented in this complaint. The customer reported that a second patient was scanned and the resulting CT head images contained a dark smudge area in the brain. As they were monitoring for recurrence of the artifact, the customer did not perform a rescan of the patient. The customer confirmed that there was no misinterpretation or mistreatment of the patient resulting from the artifact. The customer contacted philips service on 13-apr-2015 for assistance with the artifact. Philips clinical applications attended the site and reviewed both sets of images and noted that the potential cause of the artifact could have been that the customer was not performing air calibrations per philips recommended schedule. Data was sent to the business innovation unit (biu) for further evaluation. No parts were replaced as a result of the artifact. The clinical applications team (CT physics and CT technical trainers) evaluated the images provided and found: the images provided from the CT scan performed on (B)(6) 2015 were evaluated and the artifact described by the customer was confirmed. The clinical applications team determined that contributing factors for the artifact were: the patient was not centered in the bore. The patient was off center in the y axis by -3.3 cm. User selection of the uc (small wedge/bowtie) filter would further exacerbate any shading artifact resulting from the patient not being properly centered in the y axis. Sponges made of unknown support material which are attenuating the x-ray beam and contributing to poor image quality. The images provided from the CT scan performed on (B)(6) 2015 were also evaluated and the artifact described by the customer was confirmed. The clinical applications team determined that contributing factors for the artifact were: the patient was not centered in the bore. The patient was off center in the x axis by -4.78 cm. User selection of the uc (small wedge/bowtie) filter would further exacerbate any shading artifact resulting from the patient not being properly centered in the x axis. Sponges made of unknown support material which are attenuating the x-ray beam and contributing to poor image quality. Based on the scan and image parameters it was determined that the partial dark band observed in both sets of images: scanning the patient off-centered (the IFU recommends that the patient is centered in the gantry opening within +/- 2 cm for all scans). Use of u filters with head protocol, which uses small wedge or bow tie filter, would further exacerbate any shading artifact resulting from the patient not being properly centered in the gantry. Use of tabletop with unknown support material for head imaging rather than the head holder. All of the above factors contribute towards darkening or shadowing artifacts and can be attributed to use error. There is no indication of any malfunction of the CT system. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: the system shall allow the user to retrospectively select the reconstruction mode of raw datasets available on the system, independent of the prospectively selected reconstruction. Daily and monthly image quality checks by operator in instruction for use. IFU shall include a note that the operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. Instruction in IFU to perform air calibration. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly adjusted, system shall not be used until repair is made. As there was no system malfunction, no correction is required.

Manufacturer narrative:
(B)(4).